Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous tail end of the left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. F/g,promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous tail end of the left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.